Manufacturer narrative:
Concomitant medical products: 7272 crt-d, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s left ventricular (lv) lead was exhibiting high thresholds. The lv lead was capped and replaced. Approximately seven years later the lv lead was explanted. No patient complications have been reported as a result of this event.